Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "sinusitis", deemed not device related, is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported a patient was injected with an unknown dermal filler. Roughly 2 months later, patient was injected with 1ml of juvéderm® volift® with lidocaine in the lips. Patient later experienced "? Allergies" and took citrizine 10mg twice daily. 4 days later, patient was prescribed amoxicillin for 5 days by their general practicioner for a (non-device related) "? Sinus infection". Three days after the amoxicillan prescription patient presented with firm painful lumps palpated in the inner upper lip. The lower lip presented as one long hard lump. Patient underwent a led treatment. The next day, patient was prescribed prednisone 25mg by their general practicioner for 10 days. 1500 units of hylase was injected three days after the prednisone course was completed and the next day 100mg doxyxycline was prescribed. Event ongoing. This is the same event and the same patient reported under emdr-(B)(4). This emdr is being submitted for the serious unexpected adverse drug experience.